Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set-up, after a mdu was plugged into the dii console using the barrel interface cable from the double pump, the mdu´s cord got very hoy and the dii console gave an error message which read "handpiece short circuit". There was a back-up mdu available and no delay was reported. No patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).